Event description:
Report received indicated patient was enrolled in the study and suffered a stroke (ischemic) within 24 hrs post index procedure. The index procedure was completed in 2007 and patient was asymptomatic. The target lesion location was the left ostium internal carotid artery (l6) with occlusion in contralateral carotid. Target lesion diameter stenosis was 99% with lesion length 15.0mm. Total length of stented segment was 30.0mm. Qualitative lesion calcification was described, as severe, concentric and circumferential. The vessel tortuosity by visual inspection was moderate. Is not known if predilatation was performed. Arch type ii was present and there was no thrombus at the target site. One precise was deployed at its intended location. There was no stent malfunction reported. An angioguard distal protection device was used, which was deployed and retrieved successfully with no technical problems. Final target lesion percent diameter stenosis was not provided. The procedure was completed and there was no neurological deficit when patient left the angiography suite.

Manufacturer narrative:
Sometime within 24 hrs following the angioplasty procedure, it was reported that the patient suffered a neurological event described as hemiparesis on the right. This was diagnosed as a 4 score stroke (ischemic). The onset was step like and recovery was partial. It was noted that the event was not related to the cordis products and was related to the index procedure. The patient was discharged in 2007 with aspirin and clopidogrel directed. This product will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.